Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2020 that around (B)(6) 2020, they noticed their implanted neurostimulator (ins) site was hurting; that it was just "killing them" and was uncomfortable because the pain was going into their hip and groin. The patient stated they think the ins may have moved out of the pocket. At that same time, they also had tried charging the ins, but it wouldn't charge. On (B)(6) 2020, the patient tried charging the ins, but they were getting the reposition antenna screen and the poor communication screen. Overdischarge was reviewed with the patient as they had not tried charging again since around (B)(6) 2020. The patient confirmed this was the first time the ins wouldn't take a charge. They were sent physician listings because their doctor had retired and they were redirected to see a doctor to check their device.

Event description:
Additional information was rec'd from the patient. It was confirmed by a manufacturer representative that ins has moved, you can see and feel it. It feels like it is loose to touch. Rep said it needed to be reset. Patient will have two more times if it happens again. Device was recharged. Rep said it was not as bad as others he had seen. Patient provided their weight and hcp information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.